Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review for plunger rod end damaged due to unknown lot number.

Event description:
It was reported that the syringe 0.3ml 30ga 8mm 7bag 420cas jp plunger rod was damaged before use. The following information was provided by the initial reporter, translated from japanese to english: "a plunger lod end was damaged and a patient was unable to operate the product."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the syringe 0.3ml 30ga 8mm 7bag 420cas jp plunger rod was damaged before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "a plunger lod end was damaged and a patient was unable to operate the product."